Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed along the distal shaft. The device failed to maintain pressure. Upon visual inspection of the device, there was a large longitudinal tear on the distal shaft material, 20-26.5cm proximal to the distal tip, beginning at the gw entry port. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident distal to the tear site. The guidewire lumen patency was verified with a 0.015 inch mandrel. No damage was visible to the balloon portion of device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device evaluation: due to the tear along the catheter, distal shaft was cut 14.1cm proximal to the distal tip, to attempt inflation of balloon. Balloon was successfully inflated to nominal pressure of 8 atms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The target lesion was in the mid cx. Tortuosity was mild. Calcification was mild. The lesion had chronic total occlusion-100% stenosis. A sprinter legend balloon catheter was intended to be used to pre-dilate the lesion. No was damage noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issue noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device, and no excessive force was used during delivery. However, it was reported that a balloon burst occurred. The balloon was at 10 atmospheres during first inflation when it burst. There was a sudden drop in pressure. The device was not moved or repositioned prior to the burst. Patient status is alive with no injury. Another 2.5x20mm sprinter legend was used to complete the procedure.